Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated their ins charge was only lasting a day, where it used to last a week, which pt started to notice last week. Pt had not changed any settings and said they do not turn their ins off. Pt also denied any falls, but said they did bend wrong, but "it" didn't happen until a couple days after that. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.